Event description:
It was reported that during preparation of the endoplege catheter, the balloon leaked. The customer used a second ep catheter without issue..

Manufacturer narrative:
Evaluation results: (B)(6) 2010-air was introduced into the balloon and the balloon will not hold volume. Colored water was then introduced into the balloon and it is noted that there is delamination of the distal balloon bond. Water was introduced through the pressure and infusion lumens and the water flows from where it should. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. A review of post-sterile test data demonstrates that it requires an inflation volume of 26ml. Minimum to cause balloon joint to delaminate. A DHR review was performed for this device and it passed all inspections with no nonconformances. Root cause of the event could not be determined. No corrective action is applicable at this time; however, we will continue to monitor trends on a monthly basis and if further action is required, appropriate investigation will be performed.